Manufacturer narrative:
Revision surgery to exchange the poly insert is planned due to possible infection. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Revision surgery to exchange the poly insert is planned due to possible infection.